Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced abdominal pain, distended abdomen, abcsess, purulent material, drainage, infection, fistula, mesh erosion, mesh migration. Post-operative patient treatment included revision surgery, removal of mesh, and excision of segment of small bowel.